Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range. Insulin injections were used to address the bg level. The customer reverted to using another pump to manage diabetes. The customer was working with a clinical diabetes specialist to resolve the occlusions.